Event description:
Product analysis identified that the initial date of low impedance was observed to be (B)(6) 2024. Physician response stated that there was no visible cut or break on the lead, however fluid was observed to be inside the lead. No additional tablet data available suspect device has not been analyzed by manufacturer to date as it has not been returned to date. No other relevant information has been received to date

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a battery replacement the generator that was being explanted was found to have an impedance value on the lower end but still within normal limits, 620-640 ohms. A new generator was opened and implanted, and the impedance value was still on the lower end, the surgeon then opted to open another generator, and the lead impedance was then seen to be low, <600 ohms. The surgeon then switched back to the first new generator and all values were within normal limits, so this one was left implanted as the replacement. The second new generator that was opened but not implanted and came back with low impedance has not been received by product analysis to date. The device history records for the suspect generator were reviewed. The device passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. No other relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem, corrected data: supplemental #01 report inadvertently left out relevant information. B6 relevant tests/laboratory data, including dates, corrected data: supplemental #01 report inadvertently left out relevant information h6 adverse event problem, corrected data: supplemental #01 report inadvertently omitted codes f1905 and a072201.

Event description:
The patient was seen in office on (B)(6) 2025 and presented with high lead impedance so they were referred for surgery. Once in surgery, the patient's generator was first replaced and then low impedance was observed. No known surgical intervention has occurred to date with the lead.

Event description:
The generator that was opened but not used, m1000 sn (B)(6), was received and product analysis is underway. Internal data from the explanted and opened but unused generator was received and reviewed. The data revealed that low impedance was first observed on 4/7/2024 while the old generator was still implanted and had been fluctuating between normal and low impedance. Therefore it can be concluded that the low impedance is likely related to a lead issue versus a generator issue.